Event description:
Donation center reported to haemonetics on november 17, 2023 that a 43-year-old female died of suspected blood clot or aneurysm at her home on (B)(6) 2023 as noted by the husband and sister. No autopsy was performed. Donor's last donation occurred on (B)(6) 2023; no significant information or reactions were noted during the procedure. There were no issues with the machine or disposables noted to have occurred during the procedure. Review of the donor's chart by the center noted a normal physical exam on (B)(6) 2023 and normal labs and test results on (B)(6) 2023. However, donor was noted to have four out of range total proteins in 2021 and 2022 (5.8 g/dl (B)(6) 2022, 5.9 g/dl (B)(6) 2022, 5.9 g/dl (B)(6) 2021, and 5.9 g/dl (B)(6) 2021). Vitals were normal on date of last donation and throughout times donating except one abnormal pulse of 113 bpm noted on (B)(6) 2019. Medical deferrals include: one permanent deferral due to expiration, one temporary deferral due to abnormal serum protein electrophoresis, four temporary deferrals due to abnormal serum total proteins and two temporary deferrals due to out of limit total proteins. There were five failed serum protein electrophoresis within the past 2 years. No other significant medical information was noted in the record. Donor has donated plasma 479 times in her lifetime and 58 times this year. Donor has been donating since (B)(6) 2013.

Manufacturer narrative:
A haemonetics field service engineer performed an inspection of the collection system used in the procedure. After extensive testing, no problems were found with this unit. Calibrations were checked and adjusted as required. Device was tested and met manufacturers specifications. Test run was conducted. Device was evaluated with no defects found. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.